Event description:
A report was received that the patient underwent a revision due to the paddle lead being cut from a previous non-device related surgery.

Manufacturer narrative:
Please also refer to the previous manufacturer report #3006630150-2010-00360.